Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received an alarm the stopped insulin delivery the customer's blood glucose (bg) level was 320 mg/dl and a bolus was delivered to address the bg level. Tandem technical support reviewed the pump history and there were no alerts or alarms noted that would have stopped insulin delivery. The contact performed a system check and the pump was operating as expected. The contact did not require any further assistance.